Event description:
Customer reported that the table column started to seperate from itself while a patient was on the table. There were no injuries reported. Limited details at the moment, skytron is still investigating.